Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure one day earlier the right ventricular lead could not be removed from the pulse generator connector. The pulse generator was explanted and replaced, the patient's condition was stable post procedure.